Manufacturer narrative:
Leak.

Event description:
It was reported in a service report that the fowler will not stay up. It was also reported, the cylinder was leaking. No adverse consequences alleged.